Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula seal involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. The cannula seal was found to be broken inside the cannula seal canal. The broken piece was returned with the seal. The known common cause for this failure is due to mishandling/ misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the cannula seal broke off and fell inside the patient. The fragment was retrieved during the same procedure. There was no report of any patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blue part of the cannula seal was found in the patient's abdomen. The fragment was removed and after thorough inspection, no further fragments were found in the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) received the following additional information from the initial reporter: the seal was not thoroughly inspected prior to starting but there was nothing unusual when the instrument was introduced. It was reported that the fragment fell about an hour into the procedure while interchanging instruments. There was no loss of insufflation after the fragment fell off the cannula seal. The fragment was retrieved with a laparoscopic forcep/spoon. There were no post-operative complications and no additional examination conducted after the procedure.